Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis patient reported being on antibiotics (diflucan) for a fungal infection. A follow up call was made to the patient's peritoneal dialysis nurse who confirmed fungal infection to be due to touch contamination. He stated it was not an opportunistic growth but something the patient may have picked up while traveling and not practicing proper technique.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process.